Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: t510-25h tissue valve, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), oversensing, noise, varying and low pacing impedance, and was possibly fractured. It was noted that isometrics were performed and no noise was observed. Detections for the lead were turned off and the patient was sent home with a wearable defibrillator. A few weeks later, the lead was attempted to be replaced but failed due to patient anatomy. The patient will be referred for a lead extraction at a later date. No patient complications have been reported as a result of this event.